Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised to address pain, elevated ions, large fluid collection in the peritrochanteric region extending into the joint space, granular debris, metallic staining of the capsule and metallic debris found in osteolytic lesions located in the superior and anterior inferior aspect of acetabulum.

Manufacturer narrative:
(B)(4).

Event description:
Update jun 07, 2017: legal medical records received. There are no new allegations in the pfs. After review of the medical records for the MDR reportability, it was stated that the patient was revised due to metallosis and probable metal hypersensitivity. Revision notes reported large fluid collection with blackish glandular debris, and a pseudocapsule with a fluid collection that has black, presumed metallic staining. The acetabulum appeared to have osteolytic lesions with granular debris both superiorly and anteriorly. Allograft cancellous bone chip were mixed with bone reamings and were used to fill the osteolytic defect. There was no evidence of instability or component impingement. The femoral head did not show any obvious surface deformities or loosening. Surgical pathology report noted synovial tissue with fibrosis, detritic synovitis, focal necrosis and reactive changes of bone. MRI reported a fluid surrounding the posterosuperior aspects which may represent a joint effusion. Examination notes stated that patient had an intermittent discomfort, mild tenderness to palpation in the trochanteric bursa bilaterally, and a sensation of catching about the left hip. It was also noted in the exam notes on (B)(6) 2011, patient had experienced superficial stitch abscess following a superficial wound dehiscence. There were no laboratory results for cobalt-chromium levels. Product codes and lot numbers were provided. This complaint was updated on jun 22, 2017.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear.